Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had entered an amount for carbohydrates into the insulin units field when entering values into the pump, and subsequently over-delivered insulin. There was no impact to the customer's blood glucose (bg) level. In addition, the customer stated that their healthcare provider has intentionally kept the customer's bg level in the 200-300 range (mg/dl) since the customer started on the pump. Bg level is not due to an issue with pump or supplies. At the time of the call, the customer's bg level was steady in the 200's range (mg/dl).